Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. A strut on strut row 4 was raised. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)device is combination product.(B)(4)

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. While using a 3.00x12mm promus element stent delivery system (sds) in an unspecified lesion, it was noted that the stent became damaged. The device was removed from the patient and the procedure was successfully completed with another of the same device. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. While using a 3.00x12mm promus element stent delivery system (sds) in an unspecified lesion, it was noted that the stent became damaged. The device was removed from the patient and the procedure was successfully completed with another of the same device. This product is only ous approved but it is similar to an approved us device.